Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far-field p-wave oversensing was observed post implant. The device was reprogrammed and remains implanted.